Event description:
It was reported patient underwent a total knee arthroplasty in 2013. Subsequently, patient was revised on an unknown date due to an unknown reason. The tibial bearing was removed and replaced with competitor product. Patient underwent a further revision procedure on (B)(6) 2014 due to instability. The competitor tibial bearing was removed and replaced with a biomet tibial bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - 2013, date explanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-06735 /-07906).

Event description:
It was reported patient underwent a total knee arthroplasty in 2013. Subsequently, patient was revised on an unknown date due to an unknown reason. The tibial bearing was removed and replaced with competitor product. Patient underwent a further revision procedure on (B)(6) 2014 due to instability. The competitor tibial bearing was removed and replaced with a biomet tibial bearing. Additional information received noted patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2013 due to unknown reasons. The tibial bearing was removed and replaced with a biomet ascent bearing. The patient underwent an additional revision on (B)(6) 2014 due to instability. The tibial bearing was removed and replaced.